Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05086 on (B)(6) 2015, the patient underwent a trial procedure. Post-op, the patient experienced a headache. In turn, the patient was advised to rest, take medication, and have caffeine. Follow-up revealed the patient's headache symptoms resolved over time.